Manufacturer narrative:
An evaluation of the returned screw indicated that there was no defective material. A visual inspection indicated that the screw fractured at the screw head. This type of fracture is possibly due to the superstructure being under constant tension or the screw being tightened with uncontrolled torque. This is not a product failure. Please note that this report is being submitted by sybron implant solutions (B)(4) (the manufacturer) on behalf of sybron implant solutions (the importer) per reporting exemption (B)(4).

Event description:
On (B)(6), 2010, a doctor reported to sybron implant solutions (B)(4) that five (5) pitt easy abutment screws fractured. This MDR is the fifth of five reports.